Event description:
The nylon liners were replaced in the housing of the denture, and the implant was loose so doctor had to remove it.

Event description:
The nylon liners were replaced in the housing of the denture, and the implant was loose so doctor had to remove it.